Event description:
It was reported that the user experienced an alert 38 motor stall during a supply change while using the ilet system with a steel 6 mm contact/detach infusion set and prefilled fiasp cartridge, after which guided troubleshooting and education were provided to replace the cartridge, connector, tubing, and infusion set, perform a rewind, fill tubing, apply a new infusion set, and fill cannula, resulting in successful resumption of insulin therapy without recurrence during a dry run to 120 units. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and continued therapy. Investigation included user interview, product-use review, and guided reinstallation of disposable components with functional verification through a priming dry run. Investigation of this case revealed a consecutive motor stall alert consistent with a transient delivery obstruction or setup issue related to disposable components, with resolution after cartridge and infusion set replacement and system restart. It was concluded, based on previously established findings for similar reports, that the cause was use error or component setup inconsistency.